Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative for the customer called in to report an after battery change alarm after changing the battery. The customer's blood glucose level was unknown. The customer was informed they experienced an unexpected restart and was advised to monitor the insulin pump. No product was returned for analysis.